Event description:
It was reported that; customer reported that the blocker broke in the screw and the event was observed during surgery.

Manufacturer narrative:
Lot# c9c; visual inspection, device history review, complaint history review, risk assessment. No relevant manufacturing issues were identified during record review. Inspection of the device confirmed that the blocker sat flush with the top of the screw tulip and possessed sever deformation. The most likely cause of the customer reported event is over-torqueing during final tightening.

Event description:
It was reported that; customer reported that the blocker broke in the screw and the event was observed during surgery.